Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Before technical support could troubleshoot, the customer restarted the cartridge change process, and the cartridge was successfully changed.